Manufacturer narrative:
The unit came in for oxygen error. The complaint was confirmed with the defective sensor block and unit shut down with error 128(b) with high accumulator pressor. This can have a high impact on the unit (possibly dropped). The data log shows battery low errors; this means patient running unit on low battery. Unit works fine with a good battery.

Event description:
It was reported that the patient's device had stopped producing oxygen and their oxygen levels had dropped. As a result, the patient had passed out and the patient's child called 911. Patient stated they passed out for a couple of days and when they came to they were in the hospital. Patient was admitted in the hospital for roughly one month. Patient has since been release from the hospital and is now doing fine with their replacement device.